Event description:
The ligasure device was requested for laparoscopic assisted ileocecectomy surgery. The device was plugged into the generator. When the surgeon attempted to use the device an error message read max uses exceeded and would not work. A different (non-reprocessed) device was used to complete the case without complication. Or leadership reported that the generators were recently updated and no longer compatible with already purchased reprocessed ligasure devices. Or and supply chain leadership were then informed that only new ligasure devices would be compatible with the updated generators. No harm to patient although anesthesia time was slightly prolonged.